Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hospital regarding sub-optimal tissue processing from protocols started in both retort a and retort b on (B)(6) 2011, and aborted by the user on (B)(6) 2011, using peloris 11 tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems received info that all tissue exhibiting sub-optimal processing was diagnosable and pt re-biopsy was not required.

Manufacturer narrative:
The root cause for the sub-optimal tissue processing reported by the complainant was a use error. Specifically, the condensate bottle was not correctly inserted into the instrument after being removed for emptying at 14:58 pm on (B)(4) 2011. The "surgery 3 days" protocol started in retort a at 15:01 pm on (B)(6) 2011, halted after completion for step 4, and the reagent fill for step 5 did not occur because of the errors. As a consequence, retort a was left empty and the cassettes would not have been covered with reagent, resulting in dehydration of the tissue.